Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken molded insulator. The molded insulator was not attached to one of the instrument grips. The broken molded insulator had missing material approximately 0.255" x 0.042" in size that was not returned. The metal grip was still attached to the instrument grip tips. The instrument passed an electrical continuity test.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer: the fenestrated bipolar forceps (fbf) instrument molded insulator was broken, which resulted in the grip to hang from the instrument. There were a couple fragments, which could be from the broken molded insulator based on the size and color, but it could not be said for sure if there were fragments missing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument was broken. The fragment fell into the patient¿s anatomy. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The broken tip was found after instrument removal for changing location. The instrument was used for about two hours before the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments. All fragments were retrieved during the same procedure upon visual inspection. No additional surgical procedure was required to remove the fragments. No post-operative test was performed. The patient did not return to the hospital due to any post-surgical complications related to retaining a foreign object. The instrument will be returned, but the fragments will not be returned for failure analysis.